Event description:
It was reported to philips that the heartstart mrx defibrillator gave poor ECG tracings. There was no negative pt impact.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.